Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's high blood glucose value was 411 mg/dl and 400 mg/dl. Customer also specified other relevant blood glucose and the blood glucose value was 100 mg/dl, 200 mg/dl, 220 mg/dl, 299 mg/dl, 399 mg/dl and 301 mg/dl. The customer was treated with manual injection. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.